Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified elastomeric device was leaking from the blue tip cap. The leak was discovered before patient use. The device was filled with 3600mg fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.